Manufacturer narrative:
Device return: one used d1000 tego connector was returned. Visual inspection (pre and post decontamination) of the as received tego connector recorded residual blood was present between the body and the seal. Engineering pressure testing and analysis was performed. The results recorded the tego leaked/failed seal integrity. The tego connector was disassembled and the internal componentry evaluated. The report documents the tego connectors one piece seal at the main seal interface was damaged. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented.

Event description:
((B)(6)) MDR reportable complaint received reporting component damages with use of unspecified dialysis set-ups and d1000 tego connectors. The initial information received reports ".. During the weekly change of the tego valve on the dialysis catheter, we have noticed that the tego is cracked.". There were no reported patient injuries, change in baseline status and or adverse consequences. Additional event/usage information although requested has not been received.